Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues, stent damage, and stent fracture occurred. Vascular access was obtained through a brachial puncture. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac to superficial femoral artery (sfa). The lesion was pre-dilated resulting in 20% residual stenosis. A 8x150x130 innova¿ stent was then advanced and deployment was initiated. The stent was deployed using the thumb wheel, and then finished with the pull grip. Immediately after stent deployment, the delivery catheter was removed. It was noted during removal that the proximal stent markers were not visible under fluoroscopy. The proximal part of the stent was still contained within the delivery catheter, as the stent had not been fully deployed. As a result, the stent became elongated as the delivery catheter was removed, stretching back towards the aorta. The physician attempted to remove the stent with a snare; however, this resulted in the stent fracturing. The physician was able to recover the fractured portion with the snare and pull the fragmented section back to the puncture site. The stent was then manually removed with a scissors. The remaining stent remained implanted and no further intervention was performed. Angiography confirmed good flow and the procedure was concluded. There were no further patient complications and the patient is in stable condition.